Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018 an email was received from a patient (pt) in (B)(6) who reported while wearing the acuvue oasys brand contact lenses the pt experienced blurry vision and the ¿lens seemed to be losing power¿ in the os after about 10 days of use. The pt continued to use the lenses and believed the issue was ¿an increase in the power of my myopia¿. The pt began to experience redness, itching, burning, discharge, and a ¿great sensitivity to clarity¿. The pt thought the issue was related to ¿external factors¿ and reported the eye started to reject the lens and ¿it came out of the eye suddenly, and was ¿very sore¿. The pt discontinued lens wear and went to an ophthalmologist on (B)(6) 2018 for evaluation. The ecp advised the pt that the ¿left cornea was very injured¿, the ¿cornea was vascularized¿ and with continued use of the lenses, the pt could lose sight. The pt reported the event was due to a lack of oxygen to the cornea. Pt was prescribed ¿various eye drops¿ (no treatment name was provided) and will not return to acuvue oasys brand contact lens wear. The date of the event was reported as (B)(6) 2018. Multiple attempts were made to the pt by telephone and email for additional medical and product information, but nothing additional has been received. The suspect lot number was not provided and it is unknown if the suspect lens is available for return for evaluation. This event is being reported as a worst-case event as the pts diagnosis and treatment were unable to be verified. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.